Event description:
It was reported that this right atrial (ra) lead exhibited a gradual rise in pacing impedance values, measuring up to 2012 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. It was noted that the patient will be further tested in clinic with isometrics at next follow-up. No adverse patient effects were reported. Currently, this lead remains in service.